Event description:
A malfunction was reported on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Additionally, instructions were provided for returning the malfunctioning pump.